Event description:
Unit started clicking noisely, then stopped working properly, smelled smoke. Ventilator exchanged with another unit. Found defective o2 module, replaced, calibrated, test run 48 hrs before being put back into service. No pt injury.